Manufacturer narrative:
Citation: christ t et al. The ross procedure in adults: long-term results of homografts and stentless xenografts for pulmonary valve replacement. Thorac cardiovasc surg. 2017 dec;65(8):656-661. Doi: 10.1055/s-0036-1586157. Epub 2016 aug 10. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term results of homografts and stentless xenografts for pulmonary valve replacement. All data were collected between 1995 and 2002. The study population included 45 patients (predominantly male, mean age 38.8 years), 8 of which were implanted with medtronic freestyle prostheses (no serial numbers provided). Among all patients, 6 deaths occurred during the 15-year long-term follow-up period. Causes of death included congestive heart failure (3), arrhythmia (1), non-cardiac and non-valve-related (1), and unknown (1). Based on the available information, medtronic product did not cause or contribute these deaths. Among all patients, adverse events included: reoperation for pulmonary insufficiency and stenosis of the distal suture line (2), reoperation for stenosis of the distal suture line (1), reoperation for stenosis of the right ventricular outflow tract and pulmonary valve stenosis (1), and stroke due to thromboembolic cerebral ischemia at 13 years post-implant (1). Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.